Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack around the battery compartment. Customer stated that a big chunk of the insulin pump was missing and soon the insulin pump will not hold the battery in. Customer's current blood glucose reading is 230 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with a broken battery tube threads, cracked reservoir tube lip, belt clip slot and a minor scratched on display window.